Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed low defibrillation impedance on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient condition was stable.